Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ports of two (2) clearlink continu-flo solution sets were leaking when used with tpn (total parenteral nutrition). The leaks were identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. One returned device was contaminated with chemotherapy and a sample analysis could not be performed. Functional testing was performed on three (3) returned devices which included pressure testing and clear passage under water testing. There were no defects observed during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.